Event description:
A report was received that the patient was having difficulty charging ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging ipg. The patient will undergo an ipg replacement procedure. No further information could be obtained.

Event description:
A report was received that the patient was having difficulty charging ipg. The patient will undergo an ipg replacement procedure. No further information could be obtained.

Manufacturer narrative:
Correction to the initial MDR in field .

Event description:
A report was received that the patient was having difficulty charging ipg. The patient will undergo an ipg replacement procedure.